Event description:
It was reported that medfusion 4000, primary audible alarm bgnd test. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on top case then cracking on right plunger case. Review of the event history log showed an occurrence of "primary audible alarm bgnd test." Functional testing involved occlusion testing and the investigation was unable to duplicate the reported issue. The speaker was replaced as a preventive measure. Top case and cracked right plunger as well as all plastic parts of plunger head were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.